Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 09/06/2016, that on (B)(6) 2016, the patient passed away. Patient's mother-in-law initially contacted dexcom regarding possible return or donation of continuous glucose monitoring (cgm) equipment. Contact was made with the patient's husband who provided further details regarding the patient's death. The patient was rushed to the hospital by her husband, due to having a low blood glucose (bg) level of 12mg/dl. Patient experienced complications due to the low bg and was aspirated. It was also indicated that the patient had pancreatitis. The patient was not wearing the cgm at the time of the event. She had not been wearing the device for several days in order to heal her site, due to scar tissue. Patient's husband reported that the cause of death was complications with diabetes and was not related to the dexcom cgm. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. A certificate of death was not provided. The reported event of death could not be confirmed. A root cause could not be verified.